Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the upper and lower lips with .55 ml of juvéderm® ultra xc. Half an hour post-injection, the patient experienced ¿discomfort¿ and ¿there was a duskiness in the upper lip but there was good blood flow when they pressed and massaged around the skin.¿ the treating health professional initially thought it was a bruise but could not confirm as they were not present during injection. The same day, the patient was treated with a massage, heat, elevation, asa 325 mg immediately followed by 81 mg daily, 3 rounds of hyaluronidase. The treatment continued for 2 more days. The symptoms fully resolved the last day of treatment.